Event description:
The customer contacted stryker to report that their device does not power on.there was no patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and confirmed the reported issue, which was caused by a depleted battery. The device's electronic records show that the battery became depleted because of excessive number of lid switch openings. The cause of the multiple lid openings could not be established. The customer's device was archived by stryker.